Manufacturer narrative:
This report is submitted on may 9, 2019. - attachment: [138435 - device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on march 27, 2019.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use; subsequently the device was explanted on (B)(6) 2018.